Event description:
The PICC was placed 7/2000 with x-ray verification of the tip being in the superior vena cava. While being removed the PICC line broke. A portion remained in the pt. This required a cutdown for removal. There were no other complications after removal.